Event description:
It was reported that the lead exhibited intermittent capture during implant. The lead and pulse generator was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: examination of the lead revealed insulation was cut adn coil was bent. Inner insulation was cut/damaged at 23.9 cm and 25.6 cm from connector pin. The damages found on the lead are consistent with that occurring at the time of explant. The lead was otherwise normal.